Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 1/3/2022, it was reported by a distributor via email that an ar-4501 meniscal cinch ii liner broke during insertion. This was discovered during mcch plus meniscal suture procedure on (B)(6) 2021. During the repair, surgeon attempt to position the meniscus with the meniscal cinch device but it sleeps and does not allow for a good positioning. Surgeon tries again to position with meniscus, and when ready to deploy the first implant, it is notice that the device liner is broken.

Manufacturer narrative:
Complaint confirmed, the cannula was found to be bent and broken. A likely cause of the event is prying/leveraging the device during insertion.